Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, received with moisture damage on the electronics assembly. No button error alarm during our testing. No scrambled messaging on the screen noted. Unable to confirm incorrect time and date also, unable to perform any tests due to buttons unresponsive. The insulin pump had severely scratched display window, cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming with button errors. The customer was on a river and attempted to protect his insulin pump by putting it in a zip-lock back, but moisture exposure still occurred. The patient's blood glucose at the time of incident was 124 mg/dl. Troubleshooting was initiated for the moisture exposure and button error alarms. The customer stated that a button error alarm was present in the alarm history around the time that the device was exposed to moisture. The customer dried the insulin pump with a blow dryer but the insulin pump processes the menu very slowly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.